Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Clear surgical residue/debris on the product. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Off label use (this lens model is contradicated for patients with an anterior chamber depth (acd) less than 3.0 mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -3.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient experienced excessive vault, elevated iop, significant reduction and narrowing of irido-corneal angles. On (B)(6) 2016 the lens was exchanged for a shorter lens, and the problem was resolved.